Manufacturer narrative:
The mouse was returned to the manufacturer for evaluation. After a visual/physical testing it was observed that the mouse cable had been cut off. The manufacturer was not able to confirm the reported failure. The site was given a replacement mouse and the system is running as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the wired mouse was no longer tracking. There was no patient present.